Event description:
A report was received that the patient had a blood patch done due to headache. The patient is recently implanted and at time of the implant everything went smooth. The physician nicked the dura during the implant procedure. During the post operation programming the patient did not show any signs of or mention of headache. The patient is reportedly doing well and is no longer experiencing the headache.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: linear st lead with preloaded enhanced stylet - 50 cm.